Event description:
It was reported via repair work order that the scale was displaying error and could offer an inaccurate weight reading due to loose connector at the load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.